Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. Analyst commented, undersensing in episode #39 resulted in programmed rate logic unable to discriminate atrial fibrillation (af) leading to inappropriate shock. (B)(4).

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD) the patient experienced inappropriate therapy anti-tachycardia pacing (atp) followed by a shock for atrial fibrillation (af) in the ventricular tachycardia (vt) zone. The ICD withheld therapy as it correctly diagnosed the af but administered inappropriate therapy due to undersensing of atrial. Adjustment to programmed settings was advised and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.